Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted there were visual indications of fluid found within the cassette compartment. There were no visual indications of particulates found within the cassette compartment. There were no burrs or sharp edges in cassette compartment that may have punctured a cassette membrane. The patient sensor check passed. The accelerated stress test passed. No fluid leaks were found during the removal of the cassette. An internal inspection of the cycler showed that there were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 1 of 6 of treatment. The patient could not locate a leak so the system was rebooted and treatment was resumed, but the air detected in the cassette alarm continued to alert. The patient cancelled treatment. The leak was discovered when patient removed the cycler set cassette from the cycler. Patient was unable to identify where the leak originated. There was fluid inside the pump module area as well as on the exterior of the pump module cassette. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up with the fresenius clinic, a staff member was able to provide patient details, but reported that the patient had not called the clinic yet. Upon follow up with the patient, the event information was verified. The patient reported that peritoneal dialysis treatment was completed using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The patient did not observe any kind of damage to the cycler set. The cycler set is available for return to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 1 of 6 of treatment. The patient could not locate a leak so the system was rebooted and treatment was resumed, but the air detected in the cassette alarm continued to alert. The patient cancelled treatment. The leak was discovered when patient removed the cycler set cassette from the cycler. Patient was unable to identify where the leak originated. There was fluid inside the pump module area as well as on the exterior of the pump module cassette. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up with the fresenius clinic, a staff member was able to provide patient details, but reported that the patient had not called the clinic yet. Upon follow up with the patient, the event information was verified. The patient reported that peritoneal dialysis treatment was completed using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The patient did not observe any kind of damage to the cycler set. The cycler set is available for return to the manufacturer for evaluation.